Event description:
Technician alleged that the side rail was not locking in the up position. No pt impact.

Manufacturer narrative:
The technician replaced the side rail end tube to resolve the issue.